Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site to inspect the analyzer. The cse replaced sample 2 probe. The cse aligned reagent 4 probe and sample 2 probe. The cse performed alignments of reagent 4 probe, sample 2 probe and cuvette ring. The cse ensured the system was running as expected by performing comparison studies on different samples, after which resulted within the acceptable ranges. The cse ran quick check and quality control (qc) for server 2, resulting within specifications. The cause of the discordant, falsely elevated tbil results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated total bilirubin (tbil) results were obtained on two patient samples on a dimension vista 1500 instrument. The discordant results were not reported to the physician(s). The samples were repeated on the same instrument, resulting lower. It is unknown if the repeated results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated tbil results.